Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead dislodged when the traction test was prepared to leave tension. The physician replaced the pacing lead with a new lead. No patient complications have been reported as a result of this event.